Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer reporting an oxygen (o2) device failed error message (1111) occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. The device was exchanged for another v60 ventilator for continued therapy. There was neither delay in therapy nor medical intervention reported. The device did not meet specification for intended use and was removed from service. A philips distributor representative reviewed the device event log and confirmed an occurrence of o2 device failed / diagnostic code 1111. A philips authorized service provider (asp) evaluated the device and reported the issue could not be duplicated in testing. The customer requested the device be returned without further repair effort the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.